Event description:
The customer stated, the paramedics were called to her home for low blood glucose levels. The customer stated, she was unconscious when the paramedics arrived. The customer also stated that, the insulin pump was exposed to an MRI. Troubleshooting was performed and the insulin pump passed the required tests, including the displacement test.